Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: no image occurred because the rx module and video board assembly (sdi2) were damaged. However, the root cause could not be determined. The labelling review of instruction for use (IFU) was not applicable because evidence for defects caused by user misuse could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was not recognizing any camera heads. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.